Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of follow-up report: 2017-06-06 one used lf1737 ligasure device was received, and evaluation of the sample confirmed the reported issue with difficult opening. Visual inspection found a staple wedged within the jaws, preventing the device from opening. The issue did not affect the knife blade. After forcing the device to open and removing the staple, the device tested within specifications. The jaws opened and closed properly when the handle was used. The investigation found the root cause of the issue to be from grasping tissue that contained a staple. The included instructions cautions users to avoid grasping objects such as staples, clips or encapsulated sutures within the jaws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thoracic/esophagus procedure, the jaws of the device jammed and would not open. No patient injury was reported and another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.